Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported for daughter via phone call for low blood glucose. The customer¿s blood glucose was 54 mg/dl at the time of the incident. Patient's current bg: 120 mg/dl. Customer reported that they did the insulin pump start yesterday and they left the healthcare provider office, got an insulin flow blocked alarm and cannula was kinked. Patient has treated with food. Patient has been experiencing low blood glucose for since this morning. Customer reported last blood glucose was 88 mg/dl. Based on customer report customer does not allege pump was under delivering. The pump will not be returned for analysis.